Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient felt uncomfortable and x-ray showed both left ventricular (lv) and atrial leads were dislocated. During the lead revision, the lv lead was placed on target position but could not be fixed well. The lv lead was explanted and replaced. It was also reported that due to patient¿s big atrium, there was undersensing on the lead. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.